Event description:
The customer reported via phone call that the insulin pump has water under the lcd display. The customer jumped into the water while wearing the insulin pump. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with motor corroded motor home switch per our visual inspection also, traces of moisture were found at lcd board and mother board. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.